Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegations of leakage was confirmed. In addition to the findings reported in event, it was also found that glue on the distal sheath separated, the connecting tube was scratched, dented and discolored, paint peeling from the air/water nut and the suction cylinder nut, universal cord was scratched, air/ water separator was defective, connector was damaged, scope connector water mouthpiece was loose, water removal, air flow, and water flow failed. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation of if additional information becomes available.

Event description:
The customer reported to olympus that during reprocessing leakage was coming from the distal sheath of the evis exera gastrointestinal videoscope. During the testing and inspection of the returned device, the nozzle was clogged with foreign material. There were no reports of patient harm. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.